Manufacturer narrative:
D4: UDI no. N/a as this product is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. The actual device upon receipt was a delivery catheter of misago 2. Appearance confirmation: visual inspection: no anomaly such as a kink was found on the shaft. The lock of thumbwheel had been released. Magnifying inspection: the distal tip had been roughened. No anomaly such as deformation was found in the inner shaft (the section where the stent was mounted). No anomaly such as detachment of the wire was found on the fixed part of release wire. No anomaly such as deformation was found in the sheath. No anomaly such as a kink was found on the distal shaft or the intermediate shaft. No anomaly such as a kink was found on the distal shaft or the intermediate shaft. The sheath had been abraded at the distal end and at approximately 45mm from the distal end (electron microscopic inspection). X-ray fluoroscopic inspection: no anomaly such as a kink was found on the release wire. No anomaly was found in the winding condition of the release wire. Function confirmation - outer diameter of the sheath: it met the factory's specifications. No anomaly was found. Outer diameter of the shaft: it met the factory's specifications. No anomaly was found. No anomaly was found in the manufacturing record and the shipping inspection record. No other similar report was found in the past. Product structure: this product has a structure in which the stent self-dilates by rotating the thumbwheel (winding up the release wire connected to the sliding part) and pulling the sliding part toward the proximal end. Simulation test: regarding stent elongation, the following simulation tests were performed in the past. [Simulation test a: when pulling force was applied to the delivery catheter during stent release]. During the release of the misago stent, pulling force was applied to the proximal side. As a result, the deployed stent strut opened and elongated. [Simulation test b: when a stent was released in a stenotic lesion]. The misago stent was released in a simulated blood vessel with a narrowed inner diameter of tube (simulated stenosis part). As a result, the stent strut opened at the simulated stenosis part and elongated approx. 10mm. Based on the investigation result, no anomaly that could lead to stent elongation was found in the actual delivery catheter. As a cause of this case, taking into account the simulation test results, following mechanisms were inferred. From the result of simulation test a, during the release of the actual device, since pulling force was applied to the proximal side, the deployed stent strut opened and elongated. From the result of simulation test b, due to some factor (e.g., the stent's dilation force being less than the hardness of the lesion), the deployed stent was pressed against the stenotic lesion, and the deployed stent strut opened and elongated. Relevant instructions for use (IFU) reference: "[?]directions for use 3-6 precautions]: do not pull the delivery system tight during stent deployment. (The stent can become elongated during deployment.)" Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the reported information. When this product was placed, eccentric calcification was found. Even though there was no resistance, the stent was elongated approximately 10mm during deployment. The stent was elongated, and the procedure was completed. It was determined that no additional treatment was necessary. The procedure outcome was not reported. There was no harm to the patient.